Event description:
Patient was having a peripheral angiogram and during the procedure the patient had extensive plaque in the peripheral arteries. The micropuncture wire snapped off under a piece of plaque and broke off. Approximately 1cm of the wire was retained.